Manufacturer narrative:
(B)(4). The customer reported that a patient death occurred and the staff stated that they did not hear any alarm at the central. The device is considered to have been a factor as staff were not in the patient room and were not immediately aware of the change in patient condition per the biomed via a telephone conversation on (B)(6) 2011. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient death occurred and the staff stated that they did not hear any alarm at the central.